Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient as follow-up normally. It was reported that approximately 4.5 years post-implant the stent graft system was explanted. A type iii fabric endoleak had formed, resulting in aaa rupture and requiring open repair with explant. The hole was associated with a disruption in three of the stent rings on the main body just above the bifurcation. The rings were fractured and partially disconnected from the main body (the sutures had broken). There was a large hole in the graft material near the bifurcation. The patient is in critical but stable condition in the ICU. No additional information was provided due to the facility's patient confidentiality policy.